Manufacturer narrative:
The patient mentioned having a history of sensitive skin. The patient stated that the symptoms first appeared on (B)(6) 2026, the same day as sensor insertion. Adhesive patches were not expired (expiration date: 07-aug-2028). The patient consulted the hcp who prescribed cortisone cream. The patient then switched to whit adhesive patches which do not cause irritation to her skin type. A review of the data management system (dms) indicated that patient is currently using the system. No further investigation was found necessary for this complaint. The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect. Eversense user guide mentions about it under "risks and side effects", and does not require additional investigation.

Event description:
On april 10, 2026, senseonics was made aware of an incident where the patient experienced itching caused by clear adhesive patches. The symptoms first appeared around (B)(6) 2026. The patient consulted hcp who prescribed cortisone cream.